Event description:
It was reported that the procedure was to treat a 99% stenosed lesion in the mid left anterior descending artery with heavy tortuosity and heavy calcification. Pre-dilatation was performed and the 2.5 x 28 mm xience v stent delivery system (sds) was advanced, but could not cross to the lesion. During removal, the sds met resistance with the guiding catheter. After the device was removed, it was noted that the stent struts were flared. A new xience v sds was used to complete the procedure. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: evaluation of the returned xience v stent delivery system (sds) noted blood in the guide wire lumen, on the stent, on the balloon and on the hub. There was contrast in the inflation lumen and in the balloon. This is consistent with preparation of the device and advancement into the body. The stent implant was stationary on the tightly folded balloon between the markers. Dimensional analysis found the tip length and stent implant outer diameters met manufacturing criteria. There were multiple bends in the entire length of the hypotube, including the bayonet portion. This damage was not observed during product inspection prior to use and thus, may have occurred during or after the procedural attempts to cross the lesion or possibly as a result of packaging and shipment back to abbott vascular for analysis. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection and accessory device support; and is typically not associated with a product quality deficiency. The patient anatomy was heavily tortuous and calcified, which likely contributed to the reported failure to cross. There were mangled struts on the first row at the proximal end of the stent implant. However, since there was no damage noted to the sds or stent implant prior to use, this suggests a product deficiency did not contribute to the reported difficulties. Damage to the proximal end of the stent is most consistent with that of which occurs as a result of an interaction between the mounted stent and the tip of the guiding catheter and/or rhv during retraction of the device. The guiding catheter used during the procedure was not returned therefore it is not known how it may have contributed to the reported difficulties. The sds was advanced through a new 6 french guiding catheter and removed with slight resistance noted at the mangled proximal struts. It is likely that the stent interacted with guiding catheter during retraction, damaging the struts, and contributing to the difficulty removing the sds through the guiding catheter. To help ensure this type of damage is not the result of a manufacturing deficiency, during manufacturing, all sds are 100% checked for damage and crimped stent profile. The lot history record was reviewed and a query for similar incidents was performed for this lot and there is no indication of a product quality deficiency.